Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of "wire sticking out". Failure analysis found the primary failure of frayed pitch cable to be related to the customer reported complaint. The instrument was found to have a frayed pitch cable at the distal end. Root cause of this failure is attributed to a component failure. Failure analysis additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Root cause of this failure is attributed to a component failure. As of (B)(6)2021, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for small grasping retractor (part 470318-10/n10200803) associated with this event has been performed. Per logs, the small grasping retractor was last used on (B)(6) 2021 on system (B)(4), with 2 lives remaining. No investigation required as no image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event and there was no patient injury reported; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was a ¿wire sticking out.¿ the procedure was completed with no reported injury. No fragment fell inside the patient. The procedure was completed with a back-up instrument intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.